Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There was no pericardial effusion present post procedure nor any other patient complications that occurred. The patient was discharged from the hospital on pradaxa and aspirin. 4 weeks post procedure the patient present with a large pericardial effusion. A pericardial window was performed to treat the effusion. The patient recovered and is doing well.